Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: manufacturing batch record review did not uncover any abnormalities. Retain and return testing were performed on the reported lot number utilizing clinical negative serum and urine samples as well as 2miu/ml and 4miu/ml hcg serum and urine standards respectively. The testing results indicated that all of the devices yielded the correct and expected negative results with the clinical negative serum and urine samples as well as the low concentration standards. The product met qc release specification. From the complaint information, the customer reported that patients had concentration of 4-6miu/ml. This is a sensitive product with a cutoff of 10 miu/ml for hcg serum samples. Studies have shown that when this product is tested with 5 miu/ml hcg serum samples, a certain percentage of faint positive results may be observed. This cannot be ruled out as a potential root cause for the unexpected results.

Event description:
It was reported that a kit yielded four false positive results using four negative patient samples from different patients from the or and ed. No further information available on patients, none of the patients were pregnant. Patient 1) 4 miu/ml. Patient 2) 4 miu/ml. Patient 3) 5 miu/ml. Patient 4) 6 miu/ml.